Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a regular pacer check up. Upon interrogation, it was discovered the patient had high ventricular rate electrocardiograms that were triggered by noise on the right ventricular lead. The patient is not pacemaker dependent and was asymptomatic. The device was reprogrammed and the physician will continue to monitor the patient at regular intervals.

Manufacturer narrative:
(B)(4).